Event description:
It was reported that during an unk procedure, the tip of the inserter broke. "An 1.5 hr lost by the surgeon to remove the broken part from the cage, no consequences for the pt". The inserter broke inside the cage and had to be removed. No pt complications reported. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device info.